Event description:
Damage to the pump housing surrounding the usb port was reported, but it did not affect the customer's ability to charge the pump, as screws held the plastic piece in place. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the current pump and planned to revert to mdi or a backup pump. A replacement pump with updated software was sent, with instructions for returning the damaged pump, storage mode use, and the steps to follow with the new pump provided and understood by the caller.